Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that there was no damage to the battery caps and contact. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered on with unexpected blank display. Unable to download unit or perform self test, active current measurement, and sleep current measurement. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection, moisture damage was noted on: pcba1 and harness vibrator board. Isolate to electronic assembly. The following damages were also noted: broken battery tube threads, cracked case (battery tube), serial number label missing, cracked case, keypad overlay texture damage, stained keypad overlay, missing display window/cover, and scratched case. In summary, customer concern for failed batt test is unable to be confirmed due to blank display. Blank display due to moisture damage. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.